Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a service & repair history was completed: the previous service event for part number 03.620.061 with lot number(s) h037124-01 has been reviewed. The customer called in a service request for this item on january 11, 2022 for device failed calibration. The item was previously returned for service on august 09, 2016 due to evaluation test ok. The previous service condition of evaluation test ok is not relevant to the current complained issue of device failed calibration. The manufacture date of this item is june 15, 2016. The service history review is unconfirmed. H3, h6: a service and repair evaluation was completed: it was reported that during routine incoming inspection of a loaner set, it was observed that a torque limiting handle had failed calibration. The repair technician reported device failed torque testing in service limit and was out of calibration. The cause of the issue is torque test failed low. The minimum torque peak attained during evaluation was out of the specified limit. The item will be repaired and returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation, the repair technicians found that this device failed calibration. The issue was found during testing at service and repair. There was no patient involvement. This report involves one 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.